Event description:
It was reported that a pump declared an altitude alarm, causing the suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the speaker holes and attempt to reconnect the cartridge, but insulin delivery could not be resumed immediately. The customer was instructed to load a new cartridge at a later time and was provided with tips to prevent future altitude alarms. The customer understood and acknowledged the instructions.